Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/17/2015 with the following findings: there was a battery compartment crack observed below the grip pad. There was evidence of moisture contamination inside the battery compartment and on underside of the battery cap. There was evidence of a partially discharged battery being installed observed in the pump's black box on (B)(6) 2014. The pump's current draws were within specifications. The pump passed a leak test. There was no evidence of additional moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.